Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? During the surgery when surgeon opened the foil, the needle and suture were separated. Investigation summary: the product was returned for evaluation. The returned sample determined that a detached needle and a suture along with the needle in the same packaging that pertains to product code vp2346 was received. Upon visual assessment of the detached needle, the swage and attachment area were noted to be as expected. The barrel hole was examined under magnification, and the remnant suture was observed. In addition, the suture has begun with a degradation process caused by exposure to the environment. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed due to handling. As per sample condition of the sample, the functional test could not be performed. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2023-02098. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name: irgacare®. Active ingredient(s): triclosan. Dosage form: suture/solid/parenteral. Strength: = 275 g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an gyn procedure on (B)(6) 2023 and suture was used. During surgery when opening the needle and suture were found separated back-to-back, two foils were damaged. No adverse patient consequences were reported. Additional information was requested.